Event description:
The customer reported that there was no live image on the system. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video cable was reseated. The system was then found to be operating as intended.